Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that they were seeing rm03 code on the controller and that rtm was getting warm up by the antenna head. Pt reported to rep that they tried to reset the controller a couple of times and that did not resolve the issue. Technical services (tss) reviewed that if resetting didn't resolve and that antenna is getting warm while charging, likely the rtm needs to be replaced. Since pt was not available, ts recommended that patient call into patient services so they can confirm sn of rtm, determine if more troubleshooting is needed and replace rtm as needed. Pt called to provide recharger serial number and repeated what was originally documented in this case - the recharger cord has been heating up where it connects to the paddle and also "rm03" has displayed on their controller. Ps sent email to repair to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) s/n (B)(6) revealed that there was a recharger telemetry module (rtm) failure, the no device found message was seen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.